Event description:
Info received that the -head hi/low drifts down slowly. No injury reported.

Manufacturer narrative:
Technician found that the head hi/low would drift down slowly. Removed CPR/emergency trend valve to find rubber plunger detached from the valve stem. Replaced CPR/emergency trend valve, to resolve this issue. Bed was stored on 7th floor.